Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The pace/defib engine board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical corporation, united states and the malfunction was attributed to a faulty high voltage capacitor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device's defib output was out of specification. Complainant did not indicate that there was any patient involvement in the reported malfunction.